Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer believes the pump is delivering more insulin than what was being shown on total daily dose. No reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer; customer did not respond.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the user¿s cartridge was filled with +240 units at 8:33:22 pm on (B)(6) 2019. From (B)(6) 2019, the user delivered approximately 104 units via basal after they loaded their cartridge. From (B)(6) 2019, the user delivered approximately 116 units via bolus after they loaded their cartridge. The depletion of the estimated volume of insulin in the cartridge was reviewed and compared to the requested delivery. Normal depletion was observed. The user¿s cartridge was filled with +240 units at 10:50:06 pm on (B)(6) 2019. From (B)(6) 2019, the user delivered approximately 54 units via basal after they loaded their cartridge. From (B)(6) 2019, the user delivered approximately 76 units via bolus after they loaded their cartridge. The depletion of the estimated volume of insulin in the cartridge was reviewed and compared to the requested delivery. Normal depletion was observed. Complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.